Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was damaged, unit out of calibration, and sample graft cut failed and the cutter was replaced and device recalibrated and resolved the reported issue. It was noted that the device has not been regularly returned for annual pm device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was sent in for maintenance and found in need of repair with the following diagnosis: calibration issue; damaged cutter need to be replaced. Investigation found the unit did not pass the cut test. No adverse event was reported as a result of this malfunction.